Event description:
A (B) (6) female has a past medical history of preeclampsia, delivery of baby 23 weeks gestation, eclampsia postpartum, 4 cardiac surgeries including heart valve replacement, hemorrhage, vasopressive therapy, high fraction of inspired oxygen (fio2) requirements, and high pulmonary artery pressure in 80-90 mmhg range. She received inomax at 40 parts per million (ppm) for 10 days for the treatment of high pulmonary pressure. On (B) (6) 2010, a power outage occurred in the hospital lasting approx 45 minutes. During this time, there was no interruption in therapy with inomax as the inovent has a battery backup to ensure uninterrupted treatment in the event of a power outage. The status of the pt remained unchanged. Two hours after the power outage, inovent #(B) (4) sounded an audible alarm from 9:30 am - 9:45 am. The respiratory therapist states the nitric oxide (no) readings were rising from 40 ppm to 60 ppm with the no dose set at 40 ppm. The device continued to operate in normal mode with a low priority service advisory alarm that does not affect the delivery of inomax. The respiratory therapist reported the pt was crashing but did not go into cardiac arrest. The device was not responding to trouble-shooting performed by the respiratory therapist.(B) (4) technical support was not contacted to further trouble-shoot the issue but instead the machine was switched with another inovent unit. The respiratory therapist is unsure whether the pt was manually bagged during the device switch and how long it took to switch the device; however, upon switching the device, the respiratory therapist found the injector module was in the ventilator circuit backwards and corrected the placement of the injector module in the ventilator circuit connected to the second inovent unit. No further issues were reported with the replacement unit. Later that morning, the pt was increased to 55 ppm of inomax but showed no improvement in pulmonary artery pressure. Her dialysis was discontinued. The respiratory therapist stated the pt was very critical and expired on (B) (6) 2010 at 12:00 pm with the cause of death cardiac failure related to atrial demise. The respiratory therapist deems the death and treatment non-response unrelated to either inomax or the inovent device.

Manufacturer narrative:
The respiratory therapist states (B) (4) technical support was not contacted for trouble-shooting of the inovent due to the critical issue occurring. He also states the injector module was on the inovent backwards. The investigation of the device is complete and is as follows: the inovent was noted on return to have physical damage. The top left of the bezel was broken with a large quarter-sized piece missing. The water separator assembly was missing the two bottom prongs. The water separator assembly and front bezel were replaced and the alleged failure was unreproducible. The physical damage may have contributed to the low priority service advisory alarm, but is not likely related to the incident. The root cause of the incident is user error in the backward placement of the injector module in the ventilator circuit. Follow-up action includes user training. The device passed all testing within specs.